Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter distal shaft, without the hub and hypotube, and a non-bsc balloon catheter. The tip and distal shaft was microscopically examined. Inspection revealed a shaft separation at the collar/distal shaft area, with the polytetrafluoroethylene (ptfe) fully pulled out and attached to the shaft. The distal shaft also had numerous damaged (flattened) areas, and the tip of the device was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12aug2016. It was reported that the catheter could not cross the lesion. A guidezilla guide extension catheter was selected to use. During procedure, it was noted that the catheter could not cross the lesion. No patient complications reported and patient's condition was stable. However, device analysis revealed a shaft separation at the collar/distal shaft area.